Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary urge incontinence and urinary/bowel dysfunction. It was reported that they were having to get up several times during the night still to urinate. The patient stated they thought their program might need to be changed. The agent reviewed therapy overview and offered to walk the patient through making therapy adjustments and the patient stated they were told at their urologist's office that they shouldn't do that and that they should have a representative or someone do it. The patient clarified their healthcare provider (hcp) told the patient not to make adjustments themselves and told patient to call the manufacturer to coordinate to meet with a representative for therapy adjustments. The patient stated their hcp wanted a manufacturer representative (rep) to be at their upcoming appointment on july 21st. The agent reviewed the role of the rep and the process to coordinate an appointment with a rep. The agent provided the patient with national answering service (nas) phone number for the hcp office to call. The patient mentioned they didn't know how strong their settings were supposed to be because they couldn't remember what they had them on. The patient reported therapy had never worked since day of implant and stated it had taken away the urgency feeling that they were feeling before, that was gone, but it was not preventing patient from getting up several times at night to urinate. The patient also reported they had surgery to move their implant to the other side because it came out of the pocket and it was moving all around and stated it was doing that again but the patient didn't know what to do about that. When asked for event date, the patient stated this happened about a year after they put it in, like in 2024, and they did not know it was a problem until a rep felt it and said that was not normal and it shouldn't be like that. The patient did not recall the name of the rep that was first made aware of all of these issues but stated the last time they saw a rep they believed was in (B)(6). The issue was not resolved through troubleshooting. The patient was redirected to their hcp to further address the issue. Additional information was received from a manufacturer representative (rep) on 2026-jul-10. The rep reported that on (B)(6) 2026 during a clinic appointment the rep noted the device was slightly rotated and deferred to the implanting physician for evaluation.